Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic biliary drainage(ebd) procedure in the biliary duct performed on (B)(6) 2012. According to the complainant, during the procedure, resistance was experienced when attempting to deploy the stent in the bile duct and the stent was unable to be deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the push catheter to be torn and the guide catheter to be broken, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient reported to be over 18 years old. The events revealed by the investigation of guide catheter and push catheter broken. The delivery system was returned for examination, however, the stent was not returned. A visual examination of the returned device noted the guide catheter was stretched and broken. The proximal end was separate from the remainder of the delivery system. The distal end of the guide catheter had a heavy suture mark and was still loaded in the push catheter. The push catheter hub had been torn from the push catheter and was not returned. The proximal end of the push catheter is torn where the hub had separated. The suture was noted to be detached from the push catheter and the suture hole was torn. The noted damages indicate force was exerted when the stent was attempted to be deployed and are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. Note: based on the investigation results that found the guide catheter to be broken and the proximal end of the push catheter to be torn, the event is now a MDR reportable event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.